Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Initial complaint was a failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer. The expiratory channel pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs also includes a technical error code for an open safety valve approx. 3 months prior the awareness date. As a recommended action in the service manual, the expiratory channel pc board should be replaced. Since no parts were returned for investigation, the root cause of the event has not been determined but it was most likely caused by an anomalous expiratory channel pc board.

Event description:
It was reported that during log investigation after an unrelated complaint, a technical error code indicating an open safety valve was noted. There was no patient involvement. (B)(4).